Event description:
It was reported by the affiliate that the (1) tlh90 device was used for an unk procedure. It was reported that the device did not cut and would not staple. The case was completed with another instrument and there was no consequence to the pt.